Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had warmth at the ipg site. Follow up identified the heating was present with the stimulation on and at times when the stimulation was off. The patient reported, the heating was worse with the stimulation turned on, and the issue persisted. The system was reprogrammed on (B)(6) 2013 and the patient was to use the new programs. In addition, the physician planned to meet with the patient at a future date and x-rays may be taken.